Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received this alarm was generated when the insulin pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm . Customer's blood glucose level was 9.2 mmol/l. Customer able to successfully clear the alarm. Customer able to complete insulin pump rewind. Customer stated that the at this time the displacement test was successful. Customer stated that they performed displacement verification test and the test was pass and also performed self test and the test was failed. Troubleshooting was performed. The insulin pump will not be returned for analysis.